Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Troubleshooting found a connector on the blue fiber cable was not locking in properly. The blue fiber cable was replaced with an extra cable provided by customer. The system was tested and verified as ready for use. No site visit was conducted. The system was working properly, and no additional action was required. No images or videos were submitted for review. System log review was performed. Per the review, the following was confirmed: a partial nephrectomy was performed on system (B)(4) on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: during a dual console procedure, one ssc became unavailable after the start of a surgical procedure (post first port incision) and the issue could not be resolved. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Not acceptable state is the inability to use the system with all available arms or in its original configuration.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system displayed a recoverable 307 error code. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and confirmed the system logs displayed errors 307, 31030. After the 307 error, the system was rebooted and displayed a 3030 error code. The tse advised the staff to perform a hard reset and reseat all fiber cables. The system displayed no errors, but the surgeon stated that surgeon side console 2 (ssc2) was not working and wasn't connected to the vision side cart (vsc). The staff noticed that the led cables were out on both ends (ssc2 and vsc). Staff continue with ssc1. The site continued the procedure with no reported injury to the patient. Isi followed up with the initial reporter and obtained the patient demographic information.